Manufacturer narrative:
Batch record review: a review of the lot file for a101 was performed. One non conformance was associated with this lot: inc09767: during in process spin testing a sample failed due to an upper (bowl end) bearing stop delamination and leak at kit end overmold strain relief. Investigation shows cause to be degradation of the plate molding. Rework and reinspection performed per (B)(4). This lot met all release requirements. (B)(4) complaint database review. A review of complaints received for lot a101 was performed. There was 1 additional complaints reported for pressure dome leaks to date for this lot. The assessment is based on info available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the info provided by the customer. (B)(4).

Event description:
The customer reported a pressure dome membrane leak from pt collect line that occurred during a treatment procedure. Customer reported that there was blood on top of the transducer, customer cleaned and disinfected them prior to starting the next treatment on the same cellex machine. The product will not be returned for an investigation.